Event description:
Spinal fusion l4-5 fusion 3.4 weeks ago, seen for post op visit. Pt had developed a left scapular burn, measuring 4-5 inches in diameter with sharp borders "fortunately first degree, which healed up with local care". Concern that the warming blanket used during the surgery may have caused the burn.